Manufacturer narrative:
(B)(4). The supplier has been notified about the issue and an investigation is in process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gloves in the prep tray were damaged after the pouch was opened. There was no patient involved. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One pair of gloves was received for further evaluation. A visual inspection was performed, and one of the gloves was identified to have a hole in the finger area; therefore the reported problem of a damaged glove was verified. The cause related to the manufacturing process was not identified. Should additional relevant information become available, a supplemental report will be submitted.